Event description:
It was reported that the patient underwent a c5-c6 spine fusion surgery using rhbmp-2/acs on (B)(6) 2009. Following the surgery, the patient felt increasing radiating pain, numbness in his left arm, radiating pain to the legs, neck pain, and difficulty swallowing or speaking.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnosis: c5-6 cervical disc herniation and myelopathy. Patient underwent the following procedure: c5-6 anterior cervical discectomy and fusion with machined allograft interbody spacer, rhbmp-2 bone grafting and anterior instrumentation. Per op-notes: ¿ the posterior longitudinal ligament was identified and taken down with 1 mm kerrison. Posterior to this, an extruded disc fragment was identified and removed. The epidural space was probed with a nerve hook and no other loose fragments could be identified. The wound was irrigated. Trial interbody spacers were placed and then removed. An 8 mm lordotic machined allograft cortical interbody spacer filled with a 0.25 inch sponge of bone morphogenic protein was then impacted on the disc space achieving a good fit. 1 cc of new bone was placed around this. A globus providence plate 18 mm in height was secured with four 16 mm screws. Retractors were removed. Hemostasis was achieved. The patient tolerated the procedure well. No patient complicat ions were reported. ¿ on (B)(6) 2009: patient presented with a follow-up due to aching in his neck. On (B)(6) 2009: patient presented with a follow-up visit six weeks post cervical fusion due to right sided neck pain when trying to turn his head to the right. On (B)(6) 2009: patient presented with a follow-up visit after 2 months status post cervical fusion due to aching in the left side of his neck with radiation into the left trapezial area. On (B)(6) 2009: patient presented with a follow-up visit after 3-1/2 months status post c-6 anterior cervical discectomy and fusion due to bit achy neck. Ap and lateral views of the cervical spine demonstrates the hardware and grafting at c5-c6 to be in good position. On (B)(6) 2013: patient underwent an MRI of neck and back due to neck pain and low back pain. Impressions: tingling in arms radiating to shoulders. Muscle spasm, weakness in left knee and pain radiating to legs. On (B)(6) 2013: patient presented for a follow-up visit due to stiff back, bullets in low back and pain. On (B)(6) 2013: patient presented with CT of cervical spine due to neck pain. Impressions: spondylotic narrowing occurred at c3-c4 on the right. Post-fusion of c5 and c6 without evidence of foraminal narrowing. Patient also underwent a CT of lumbar spine due to low back pain. Impressions: narrowing of the l4-l5 disc space with lateral recess stenosis. No disc herniation. Retained bullet fragment in the left mutfidus muscle near sacrum. On (B)(6) 2013: patient presented for a follow-up visit due to increased pain on right side neck, swelling in neck and throat, dull/ acne in low back and sharp pains in the neck radiating into the arms. On (B)(6) 2013: patient presented for a follow-up visit due to low back pain radiating into the legs. On (B)(6) 2013: patient presented for a follow-up visit due to pain. Impressions: new pain in neck into left arm and fingers. On same day patient also underwent a lumbar epidural steroid injection procedure. Patient tolerated the procedure well.